Manufacturer narrative:
Concomitant continued: dtba1d1 crt-d implanted (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was capped and replaced. During the revision, an attempt was made to implant a right ventricular (rv) lead but the helix would not extend. A different rv lead was subsequently implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent; therefore, no helix function test was possible. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.